Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 601mg/dl. Initially, the wife called regarding no delivery alarms during bolus, and the reservoir was not empty. Troubleshooting was performed. The caller stated that the customer was vomiting and the paramedics came and took the customer to the hospital. The wife stated that the customer changed the infusion set three times. The caller mentioned that her husband fell from his motorcycle and the insulin pump was damaged during the accident. Advised the caller that the customer should discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump had a severely cracked and bleeding lcd glass. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to cracked and bleeding lcd glass. The insulin pump had a scratched display window, scratched case, damage battery tube threads and broken belt clip slot. The insulin pump was received with stripped battery cap at coin slot.